Event description:
Customer reportedly received result of 177 mg/dl on aviva combo system 1 and result of 77 mg/dl aviva combo system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). The caller did not provide product information for system 1. Will not be returned to manufacturer.